Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke with the customer and arranged for a speaker ship to the customer site. A philips technical consultant (tc) was dispatched for onsite service. The tc confirmed the issue and replaced the speaker to address the issue. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating there was a speaker malfunction inop. There was no audible sound from the unit. The device was not in use on a patient at the time of the report. There was no adverse event reported.